Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd vacutainer® precisionglide¿ multiple sample needles didn't have the batch information or expiration date. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing lot and expiration date with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing labeling information was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing lot and expiration date with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and the issue was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the box of bd vacutainer® precisionglide¿ multiple sample needles didn't have the batch information or expiration date. There was no report of exposure, injury, or medical intervention.